Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed low flow alarms and pi events; however, a specific cause cannot be conclusively determined through this evaluation. A specific cause for the elevated ldh cannot be conclusively determined. The controller event log file contained data on 18jul2019 spanning from 06:34:23 to 15:43:34, per the timestamp. Low flow events were captured beginning at 06:34:23. These events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A total of 12 low flow events persisted for 10 seconds or more, activating low flow alarms. As an added observation, a total of 55 pi events were recorded throughout the log file. No other notable alarms were recorded, and the system appeared to have been operating as intended. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document.

Event description:
It was reported that the patient had increasing lactate dehydrogenase (ldh) since index hospitalization for lvad. There were no alarms. The patient was on a heparin drip for a brief period and the ldh trended back down to normal limits. The cause of the ldh was never determined. No additional information was reported.